Event description:
Patient was revised to address acetabular loosening. Update: (B)(6) 2011 - medical records were received. The revision operative report indicated that intraoperatively 30 ml of dark fluid was aspirated from the capsule. Additional information: litigation papers allege the patient suffered pain, permanent physical injuries, disfigurement, and excessive chromium and cobalt blood levels.

Event description:
Patient was revised to address acetabular loosening. Update: 12/8/2011 - medical records were received. The revision operative report indicated that intraoperatively 30 ml of dark fluid was aspirated from the capsule.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.